Event description:
The patient was being treated in the ed for an acute cva. During the ed treatment, an arterial line catheter was placed into the patient's left radial artery to receive tpa. The arterial line recorded a bp of 220 systolic. The right arm bp cuff measured 160 - 180 systolic. The left arm bp cuff measured 165 systolic. The long piece of tubing was disconnected from the safeset kit and replaced with the shorter tubing that comes with the new safeset kits. The new arterial line bp measured 165 systolic. During this intervention, the infusion of tpa the patient was receiving was held. Antihypertensive medication, labetalol, was given in error based on the artifically high data provided by the arterial bp catheter system.